Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to user handling of the product. The event can be prevented by following the instructions for use (IFU) which state in operation manual of an endoscope 'chapter 4 operation, 4.3 using endotherapy accessories': "please insert the product slowly when inserting it." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that when a physician passed the biopsy forceps through the slit of the biopsy valve forceps plug a large hole was made in the slit of the lid section. The issue was found during a diagnostic upper gastrointestinal endoscopy procedure. The intended procedure was completed using the same set of equipment. There were no reports of delays. There were no reports of patient harm.